Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that the imaging system would not complete start up. To resolve the reported issue, the paxscan cp2 was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect paxscan cp2 has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not complete a 3d image acquisition. When restarting the imaging system, the system did not complete the start up cycle. No additional information was provided. The site elected to complete the procedure with a second medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: there was a reported delay to the procedure between five to ten minutes due to this issue. The suspect cp2 was returned to the manufacturer for evaluation. Testing found that cp2 would not power on when installed in a known operational imaging system.